Event description:
It was reported that device entrapment occurred. After successful deployment of a 10x60x75mm epic stent, the stent delivery system was stuck with the .035 non-bsc guidewire and were removed together. A new wire was used and the procedure was completed. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system with a 0.035 inch guidewire stuck inside. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the sheath is bent at 45cm and 47.5cm from the nosecone. Microscopic examination revealed multiple buckling to the inner liner. Inspection of the remainder of the device presented no damage or irregularities.

Event description:
It was reported that device entrapment occurred. After successful deployment of a 10mm x 60mm x 75cm epic stent, the stent delivery system was stuck with the .035 non-bsc guidewire and were removed together. A new wire was used and the procedure was completed. No patient complications nor injuries were reported.